Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the unit is received and the evaluation is completed or in the event additional information becomes available a follow-report will be submitted. The customer is not sure if there was any patient involvement. At this time the customer is waiting for the unit to be serviced and is not sure if parts will be available for evaluation. (B)(4).

Event description:
Per the customer the event occurred in (B)(6). The exact date is unknown. The uim on this vent went blank. It was pulled out of service and is awaiting service. The customer stated that he is not sure if the event occurred on a patient or not.

Manufacturer narrative:
Results of investigation: the suspect user interface module was returned to the carefusion failure analysis lab for evaluation. The results of the investigation were able to duplicate the reported issue and isolate it to a corrupted bootloader. This is considered a known issue and is being addressed through an internal investigation.